Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and percutaneous lead, on (B)(6) 2009 for low back and leg pain. It was reported that an x-ray showed the pt's lead had migrated, and the pt felt leg stimulation only. The pt stated that she had fallen on ice in (B)(6) 2010. The physician plans to revise or replace the pt's lead. No further info is available at this time.